Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer reference number: 1627487-2022-01258. It was reported that the end of service (eos) message displayed for the ipg on external devices. It is unknown if the ipg depleted prematurely. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue. During the procedure, a replacement ipg (sn: (B)(4)) had communication issues and would not connect to external devices. In turn, a new replacement ipg had to be used to complete the procedure.

Manufacturer narrative:
The reported observation of ipg being "dead¿ was not confirmed. The root cause of the reported observation was not ascertained; the device exhibited normal device characteristics. The associated lead system was not returned from the field.using clinicians programmer, system impedances testing was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.